Event description:
Coating on the device tip is flaking off of the device as it is being cleaned with a 4x4. Coating started flaking approximately halfway into the procedure after heavy usage of the device in a bilateral breast reduction procedure.

Manufacturer narrative:
Device returned to the MFR (B)(4) 2012 and currently being evaluated. F/u supplemental report will be sent pending eval results.